Event description:
Ethicon endo-surgery ace laparoscopic shears would not function when instrument was plugged into generator and test was being performed. Generator had message stating to replace instrument. A second "like" device was then plugged into the generator and functioned appropriately.